Event description:
A male with post prostatectomy was previously implanted with an aus device in 2007. In 2008, the balloon was removed with replaced; reason not indicated. Ams has requested additional info.